Event description:
Burning smell and a spark when she unplugged battery pack from the wall plug (device malfunction/device malfunction). (B)(4) is a solicited report from the united states regarding a report received from a pt through (B)(6). The pt was a (B)(6), female of unreported height and race, who first received tyvaso (treprostinil inhalation system) on an unreported date for chronic pulmonary heart disease. The pt received inhaled treprostinil with a dose of 42 micrograms (mcg), 7 breaths 4 times a day (daily dose 168 mcg) at the time of the event. There were no other suspect medications. The pt reported that she noticed a burning smell and spark when she unplugged the battery pack from the wall plug. The pt reported that one of the batteries had a burn mark on it. The pt had been using the wall plug, but now both devices had a funny smell when should would use them. (B)(4).